Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was moisture damaged and was not turning on. The customer was doing kayaking while little water splashed water on the insulin pump and it started beeping with error. The customer let it dry for some time and then inserted new batteries but it did not turn on. The insulin pump failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.